Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after approximately 54 months of implant. Approximately one month later, the patient reportedly became syncopal when receiving a shock, and the device was found to be exhibiting a charge time of 29 seconds with a battery monitoring voltage of 2.43 v.

Manufacturer narrative:
The boston scientific technical services department advised that the device was very close to declaring end of life (eol), and suggested that a device replacement be scheduled soon. A device replacement procedure has now been scheduled. This event will be updated if any additional information becomes available.